Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) repeatedly generated a leak in iab circuit alarm. The customer suspected a leak and removed the iab. A new iab was inserted, but the same alarm was generated. The iabp was then switched out for a cs300 and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.